Event description:
It was reported that a merlin.net transmission showed atrial fibrillation with rapid ventricular response and what appeared to be noise on the discrimination channel. Noise was not reproducible with in clinic testing. Monitoring via merlin.net will continue.